Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as contact dermatitis and a yeast infection under the rear therapy electrode pads. The patient consulted her physician who recommended using a cream. The current medical condition of the irritation is unknown as multiple follow-up attempts were unsuccessful.